Manufacturer narrative:
Device discarded, will not be returned. Additional manufacturer narrative: the device history record review is in progress. Prosthetic valve stenosis can be due to many factors (e.g. Calcification, pannus growth...etc). Without device return and evaluation, no conclusive root cause of this explant can be reached.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 88 months due to aortic stenosis. It was also reported that device has been discarded.